Event description:
Teh facility reported a fail code 570 and 9 battery discharges found during biomed testing. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is known.